Event description:
It was reported that a cgm error 42 occurred, prompting the caller to seek assistance. There was no adverse impact to the customer¿s blood glucose level. Customer service provided guidance on performing a pump reset, after which the error code did not reappear, and the caller successfully started their sensor session.